Manufacturer narrative:
The vse instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy with hysterectomy procedure, the vessel sealer extend (vse) instrument generated a ¿blade exposed¿ error on the console. The instrument was removed. No visible issues were observed upon initial inspection of the instrument. A replacement instrument was opened to continue the case. Later in the procedure, after the surgeon performed dissection, a plastic piece from the tip of the first vse instrument used was found in the patient¿s abdomen. The fragment was retrieved using a grasper instrument during the same procedure. A thorough search was conducted for any additional pieces; however, no other fragments were found. The procedure was completed as planned.